Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: on-going

Event description:
Country of complaint: japan when device was used during surgery, the thread was cut off. Surgical delay over 15 minutes. Product was scrapped.